Manufacturer narrative:
Additional information was added: the lot was manufactured from april 09, 2019 ¿ april 10, 2019. The actual sample was received for evaluation. Unaided visual inspection observed a foreign matter of yellow residue on the fill port connector. Residue was easily removed by using tap water which revealed the matter was not embedded. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a foreign material. The foreign material was further described as a ¿yellow particle¿. The exact location of the particle was not specified. This issue was identified prior to use. There was no patient involvement. No additional information is available.